Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107140, tprlc 133 mp type1 pps ho 14.0, unknown; 163667, 32mm mod head cocr -6mm neck, unknown; unknown, unknown g7 e1 neutral liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06209, 0001825034-2018-06210, 0001825034-2018-06212. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was given injection one month post implantation. No further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.